Event description:
It was reported, the video system center had intermit issues with their wireless transmitters. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection; the customer's complaint was not confirmed. Based on the results of the investigation, the root cause was unable to be determined. The customer mentioned intermittent wireless issues. While troubleshooting, the customer tried to recreate the issue, and everything worked as intended. Three unsuccessful attempts to follow up with customer was performed after that. Olympus will continue to monitor field performance for this device.